Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
During a site visit, a generalized complaint of channel disconnects occurring on the outpatient oncology unit was made. Two clinicians stated the number of channel disconnects alarms have increased in the last 6 months. The channels will usually work on the other side of the alaris device, otherwise the devices are tagged and sent to biomed. No specific scenarios could be recalled. No patient harm was reported.